Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states that patients or operators who use device for next procedure may be in danger of infection in case insufficient cleaning/disinfection/sterilization is conducted on device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported leakage on the scope. According to the report, a field service engineer (fse) visited the site and found the scope having leakage from the control section, no angulation movement in up/down (u/d) and right/left (r/l) and switches are not functioning. There was no patient harm, no user injury reported due to the event. Device evaluation found at repair center , the forceps elevator has foreign material and the a-rubber (insertion section) found dirty. This report is being submitted for foreign material found on forceps elevator and dirty a-rubber (handling issue, insufficient cleaning/reprocessing) found on device evaluation.

Manufacturer narrative:
Full name of the customer establishment is (B)(6) center. Full address of the customer is (B)(6). The subject device was received and evaluated. Device evaluation and inspection, service repair observed and noted a pinhole on a-rubber (bending section) . Service repair noted that due to pinhole , watertightness is lost. Due to damage on channel tube (ch-tube) watertightness is lost. Due to damage on k-pipe (insertion section) , water tightness is lost. Leakage observed on both the channel tube, bending section and k-pipe. The customer reported issue of leakage of the scope was confirmed. However, leakage from the control unit was not found. Switch box found damaged , all (switches)sws does not work. The customer reported issue of switch not working was confirmed. Additionally, inspection observed foreign material on forceps elevator and the a-rubber (insertion section) noted dirty. Furthermore, the following findings during inspection were noted on the device: connecting tube has a scratch, forceps channel port has a dent and s-cover has a scratch. Due to damage on ccd unit, the specified resolving power not obtained. Due to damage on ccd unit, foggy image occurs. Due to clogging of air water (aw-tube), a/w supply volume does not meet the standard value. Light guide (lg-bundle) has breakage. Switch (sw) cable has corrosion due to water leakage. Control unit has corrosion due to water leakage. Scope connector (s-connector) has corrosion due to water leakage. C-cover has a scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.